Event description:
Procedure - subfascial endoscopic perforator surgery.according to the reporter, the balloon did not unfold: the invaginated distal part was still invaginated after instillation of 300ml fluid. It was also reported that the trocar sealed improperly at the wound. There was no harm to the patient.

Manufacturer narrative:
(B)(4)